Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii. Device remains implanted.

Event description:
Healthcare professional reported, right side capsular contracture, baker grade iii. Healthcare professional, later reported, "intact, baker 4". Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe, since it is not related to the device. Anxiety-product/procedure: unable to observe, since it is not related to the device. Additional observations: deformation is observed. No further actions are required, since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d1, d2, d4, d6(a), d6(b), g4, h4, h6 a review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional later reported "intact, baker 4". Device has been explanted and replaced.